Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that sections 'initial reporter and type of reportable event' have been updated at this time based on additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp through a rep reported that after the patient had fallen down and injured herself on (B)(6) 2019 that she ¿found out that she had difficulty charging¿ the implantable neurostimulator (ins). It was noted the patient had fallen down at home due to a slippery floor. The patient was asked to try to recharge for one month in order to assess whether her system was broken; ultimately the patient¿s ins was replaced as a result of the event and the issue was resolved. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative (rep) that the patient had experienced a loss of pa resthesia coverage on her lower back with her usual programs following a fall on (B)(6) 2019. The patient was reported to have landed on her left buttock, where her implantable neurostimulator (ins) pocket site was. X-ray imaging was performed, but it did not show any obvious lead migration. Ins interrogation was performed with a physician programmer, during which intermittent telemetry failures were observed during two separate sessions on (B)(6) 2019-. An abrupt interruption occurred during the first programming session performed on (B)(6) 2019, after which a second interrogation was resumed immediately. It was noted the ins was ¿off¿ initially when first interrogated. Two different physician programmers were used and the programmer head was positioned directly on the battery site, but the problem persisted. It was noted the telemetry interruptions were also observed with the patient¿s programmer and antenna. Impedance testing was performed and showed results were within normal range. The patient did not report any pain or strange sensations when the programmer head was pressed against the pocket site to attempt interrogation. Reprogramming was attempted, but the patient was not able to achieve paresthesia coverage over their lower back as of (B)(6) 2019. It was noted that no issues with establishing telemetry had otherwise been reported since implant in 2017 and that no significant weight gain was reported. The interrogation attempts were made in a hospital ward single room with no large medical devices in the vicinity. As such, it was stated that there were no strong sources of electromagnetic interference (emi) during the interrogation attempts and it was unlikely the issue was due to emi. The patient was asked to resume charging on (B)(6) 2019 and to report any anomalies observed during the sessions. During a meeting with the rep on (B)(6) 2019, the patient reported the following information regarding her recharging session from earlier that day. The patient started recharging with their ins battery level around 40% to 50% and was not able to establish good coupling for at least the first five minutes. The patient eventually achieved 6 out of 8 coupling bars, but noted the coupling bars fluctuated through their recharging session. The recharging took much longer than usual. It was stated that their ins felt warmer than usual after 30 minutes; however, the ¿high temperature¿ icon was not seen on the recharger screen. The patient¿s recharger antenna was placed directly over the ins with thin clothing in between. When the patient concluded their recharging session after two hours and 15 minutes due to a low/depleted recharger battery, they noted there was no visual change in ins battery level. However, interrogation of the ins with a physician programmer after the recharging session showed ¿75% at end of recharging.¿ the system impedances remained normal at that time. It was noted the patient¿s indication for device use was failed back syndrome. No further complications were reported or anticipated.